Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, receiving fentanyl via an implantable infusion pump for non-malignant pain, regarding an external device. The patient receives 6 bolus per day. It was reported that the handset took a long time to connect for the last couple of days and was stuck at 91%. The patient stated it would stop then would connect eventually. The patient mentioned communicator blinks then goes solid. The agent reviewed device function and assisted the patient with clearing the data. The patient was able to connect to the pump without lag and getting their lockout screen. The troubleshooting steps that were taken on the call resolved the issue.